Manufacturer narrative:
(B)(6). Investigation summary: no customer samples and 1 photo was received from the customer facility for evaluation. The photo does show the customer¿s failure mode of ¿damaged¿. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Investigation conclusion: upon evaluation of the customer¿s photo provided the tube appears to have been broken below the blush line on the bottom of the tube. This is most likely caused by the tube becoming lodged somewhere in the production line, possibly in the descrambler. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Root cause description: based on the investigation, a root cause could not be determined within the scope of this evaluation. Bd was able to confirm the customer¿s indicated failure mode with the photo provided. Rationale: bd life sciences - preanalytical systems received no sample and 1 photo from the customer facility for investigation. Based on the visual evaluation of the photo, bd pas observed a tube that has been damaged. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported that ten bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experienced under filing and glass breakage during use.